Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The device has been returned to the manufacturer and investigation is ongoing. A follow up report will be provided upon completion of investigation on the device.

Event description:
The manufacturer was informed that a perceval valve pvs21 was implanted in a dialysis patient on (B)(6) 2022. Reportedly, as time progressed, vmax was measured about 4m/sec, and svd was suspected. The decision to whether explant the device to not has not yet been made. Further information indicated that the device was eventually explanted (unknown date) to be replaced with inspiris 21mm. No other details were provided.

Manufacturer narrative:
Updated sections a2, a3a, b2, b4, b5, d9, g3, g6, h1, h2, h6. Based on the available information, the root cause of the event could not be established at this time. Since the explanted device has not been returned up to now and the serial # unidentified no investigation could be performed. Should the manufacturer receive additional information and/or the device at a later stage, a follow up report will be provided.

Event description:
Manufacturer was informed that a perceval valve pvs21 was implanted in a dialysis patient (at unknown date). Reportedly, as time progressed, vmax was measured about 4m/sec, and svd was suspected. The decision to whether explant the device to not has not yet been made. No further information is available at this time.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. This perceval s valve was explanted due reported structural valve deterioration. Gross examination revealed a prosthetic stenosis due to intrinsic and vegetating calcifications in all leaflets. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 1-2mm into the lumen, narrowing the annulus, and contributes to stenosis. The top of post 1 was covered by fibrous pannus that grew on the free edges of both leaflets and also so contributes to stenosis. The pericardium of all leaflets was thicker than normal due to calcification. Calcified thrombus depositions were visible on all inflow surfaces. Reddish areas due to coagulated blood entrapment were present on all surfaces. The free edge of leaflet a was outflow bent near post 1 due to fibrous pannus and so caused a low degree of insufficiency. All the leaflets were almost stiff due to intrinsic and vegetating calcifications. Scars delaminations were visible where intrinsic calcifications became extrinsic. On leaflet a, thrombus depositions were detected on the belly. On leaflet c, thrombus depositions were detected along the adherent margin. The mesothelial surface was locally wrinkled. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic and-or vegetating calcifications. A pericardial fold was detected on leaflet c. In leaflets b and c, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. Red blood cells were visible on leaflets b and c. Inflammatory cells are detected inside the fibrous pannus depositions that were visible on the mesothelial surface of leaflet c. Thrombus depositions were visible on both surfaces of leaflet a. Pericardial delaminations were detected on leaflets b and c. Bacteria were not detected with the gram stain. This perceval s valve was explanted due reported structural valve deterioration. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. A slightly aortic insufficiency likely resulted from inadequate leaflets coaptation caused by calcification of the leaflets. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis identified inflammatory cells and thrombus depositions. It is possible that the patient¿s clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve but this cannot ultimately be confirmed due to limited information available. It should be noted that structural valve deterioration is listed as a potential adverse event in the perceval s. The event is, therefore, a known inherent risk of the device.